Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an episode was detected in the supra ventricular tachycardia (svt) zone that was suspected to be a monitored ventricular tachycardia (vt) episode. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that three days after the arrhythmia episode, the implantable cardioverter defibrillator (ICD) was reprogrammed with all ventricular arrhythmia therapies off and patient alerts off as the patient was moved to comfort care. The patient passed away shortly after the reprogramming, and the cause of death was provided as sepsis and liver failure. The cause or source of the sepsis was not provided, however additional information received stated the sepsis was not related to the ICD system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.